Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed several no cartridge detected warnings and loss of prime warnings due to zero force, indicating a load step malfunction. During testing, the pump powered on and displayed the verify screen normally. The pump successfully passed the ez prime steps with no load step malfunction. The force sensor calibration was found to be within specifications. The pump¿s cover removed and an intermittent connection was found on the force sensor pins due to the pins being damaged.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that all of insulin was pushed out during the load step for 2 different cartridges and the pump gave "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.